Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported loss of capture, high thresholds, and helix extension/retraction problems.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that this right atrial (ra) lead high thresholds and loss of capture (loc). The ra lead outputs were reprogrammed and capture was observed. The physician elected to perform a revision procedure to reposition the lead. However, after repositioning the helix mechanism would not extend. This ra was explanted and replaced. No additional adverse patient effects were reported.